Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using 2 of the bd alaris medical infusion system administration sets there was leaking. The following was received from the initial reporter: details of complaint (reported issue): during infusions leaking was experienced/inspected on the product. Patient injury: no.

Manufacturer narrative:
The customer reported two samples had leakage. The samples arrived some time apart, due to additional chemo decon. Neither of the two samples showed any failures based on visual inspection. The first sample did not have chemo, and thus arrived sooner than the second, chemo-contaminated sample. The first sample had a pinhole leak in the silicon upper fitment and the complaint is verified. The second sample was primed with water and the tubing was manipulated, but no issues were observed. Device history record review for model 2420-0007 lot number 22125045 was performed. The search showed that a total of 69,123 units in 1 lot number was built on 05dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was not able to be attributed to the manufacturing process. Further analysis from the plant found the root cause to be unknown, but to be potentially related to the customer pump loading techniques. We strongly urge the customer to carefully load the pump segment top first.

Event description:
No additional information was provided.